Manufacturer narrative:
Per the device instructions for use, cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention are complications associated with standard cardiac catheterization, and balloon aortic valvuloplasty (bav), and the overall tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to mobile plaque or debris during the tavr procedure. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, the exact cause of this event cannot be confirmed. Based on clinical review of the limited imaging provided, it is possible that during valve deployment, the native leaflet became torn and protruded through the frame of the valve. A second valve was deployed in order to trap the mobile mass behind the frame of the second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure immediately post valve deployment a mobile mass was visualized on tee. It appeared to be fixed to the tip to the leaflet of the valve or possibly trapped behind the frame. It was decided to place a second valve in the same position to trap the mobile mass behind the frame of the second valve. A second 26mm valve was prepped and positioned across the first, the mobile echo dense mass remained in place. The second valve was inflated and the mass appeared to be trapped. The density was not seen by tee. Following valve deployment there was no pvl or cai. The patient was stable. The physicians thought it could be something attached to the tip of the sapien leaflet but during inspection prior to crimping nothing abnormal was seen. They couldn¿t definitively determine what it was based on tee images. Nothing abnormal was seen during bav. Nothing unusual was seen during inspection after the 2 cycle rinse. Valve alignment was normal. The valve was crimped as stiff wire was being placed; the valve was crimped for no more than 8-10 minutes. There were no issues advancing the valve through the sheath or with alignment; approximately 5-8 minutes. There was no cai after deployment of the first valve. Act was adequate. It is possible the native leaflet became torn and protruded through the frame on the valve and gave the appearance that something was attached to the sapien leaflet.

Manufacturer narrative:
Investigation of this event is ongoing.